Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What is the lot number? What is current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2024 and barbed suture was used. The suture broke off when it was being entered into a trocar. About 3 inches stayed attached to the needle and the other 6-inch tail was by itself. The assistant stated she did not feel any resistance when it went in. Thankfully they were able to find the needle. No adverse patient consequences were reported. Additional information was requested.